Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was initially unable to reset the pump due to the absence of a charger but later managed to reset it and resume normal operation after obtaining the charger.